Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following an implant procedure the patient experienced an epidural blood clot which was caused by the implant procedure. The patient's devices were explanted. The patient was prescribed an anticoagulant after the procedure. The patient fell while recovering and could not feel her legs anymore. The patient is paralyzed from t9 due to compression of a nerve secondary to swelling.